Event description:
It was reported that this right ventricular (rv) lead exhibited elevated thresholds and was subsequently explanted. This lead has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.